Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup and an extra tether pin and tether tangled with the delivery system tether and tether pin. The tethers were untangled to separate them from the delivery system tether. The outer shaft is kinked/ buckled at 5.3 cm from the distal end of the delivery system, the inner shaft is kinked at 1.7 cm from the distal end of the recapture cone. The lumen is torn which could contribute to the tether being suck in the lumen. The device could be deployed but could not be recaptured properly due to the tether being cut. If information is provided in the future, a supplemental report will be issued.

Event description:
The delivery system was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.